Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 420 mg/dl at the time of incident. Insulin pump had insulin flow blocked alarm. Customer was assisted with troubleshooting for insulin flow blocked alarm. Customer declined troubleshooting for high blood glucose. It was unknown whether the auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed inf set.